Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a blank display, after the insulin pump. Customer states there is no visible damage, and changed the battery, but no change. Customer most recent blood glucose level is 386 mg/dl. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
All operating currents were within specification. The insulin pump passed the self test. No unexpected blank display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.